Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a driveline fault alarm was produced by the system controller on (B)(6) 2017. The alarm was manually cleared via the system monitor, and the system controller was exchanged. X-rays reviewed by the manufacturer's technical service representative revealed an area of concern just above the previous clamshell repair. A percutaneous lead (driveline) replacement was performed without issue. No additional information was reported.

Manufacturer narrative:
Approximately 12 inches of the external portion/distal end portion of the driveline was returned. Electrical continuity testing of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. A couple areas of shield breakdown were observed following the removal of the silicone jacket and clear bionate layer. The shielding was removed and revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was suspended in a saline bath for high potential (hipot) testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Although the report of driveline fault alarms was confirmed based on a review of the submitted and downloaded system controller log file data, a cause of the recorded alarms could not be conclusively determined through the evaluation of the returned portion of the driveline. The pump remains implanted and the patient remains ongoing on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.